Event description:
Was prescribed a CPAP machine, picked up a new machine from supplier and developed a bad sinus infection. The data on the machine dates back a year prior to my ownership, basically a used machine.